Event description:
Customer called and reported the pad go so hot, it left marks on his skin.

Manufacturer narrative:
Because of this limited information and past investigations, it would appear the user might have tied the trigger switch down while using instead of letting go of it to let it cool down if it became too hot. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.